Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received 100 samples along with 1 photo for investigation. Out of these, 30 samples were randomly selected for visual inspection, and none failed the inspection. The photo displays a tube with red streaks inside the tube. It cannot be determined if the fm is blood or some other substance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, streaks of red foreign matter were seen inside of one tube. No adverse impact was reported regarding the patient or user.